Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with unknown mentor smooth saline breast implants. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed via ultrasound. As a result, the patient underwent bilateral removal and replacement with 325cc mentor smooth round moderate profile saline breast implants on (B)(6) 2024. During removal surgery, it was discovered that the patient¿s left prosthesis had a leak. There were no patient consequences or surgical delays reported due to the deflation discovered during the removal surgery. The date of implantation was provided as an estimate. This report is for the left implant.

Manufacturer narrative:
On june 12, 2024, mentor received the device for evaluation. On june 19, 2024, mentor completed a visual inspection, leak testing and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified two (2) tears (a and b) were found on the posterior aspect of the breast implant, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).